Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose level of 500 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were treated with intravenous fluids at the hospital. The customer reported that the customer was taken off the insulin pump had given lantus and pen, customer stated feeling bad and had juice and customer collapsed and admitted to the hospital, customer felt low earlier that day and felt light headed and ate. The customer did not allege the insulin pump for under delivery. The customer stated that the drive support cap was normal. The customer stated that the insulin pump passed the displacement test and high pressure test. The insulin pump will not be returned for analysis.